Manufacturer narrative:
Batch review performed on 23 may 2018; lot 175952: (B)(4) items manufactured and released on 22 january 2018. Expiration date: 2023-01-10; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 5 days after the primary. The patient had fractured the pelvic wall. The cause of the fracture is unknown, no report of trauma. The surgeon revised the cup, head and liner. The surgery was completed successfully.